Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - 2 pen needles were received without the protective cover and cap; unable to ship to the manufacturer due to needle exposed. Returned product was scrapped. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Wife/caregiver is calling on behalf of the customer. Customer stated that some of the pen needles were bent. The package was not open or damaged when received by the customer. Customer could not recall the purchase date. Customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2024: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - customer returned 2 pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Corrected section as of (B)(6) 2024: d4: corrected lot number from "21603" to 2i603 as per manufacturer report. Corrected model number from "ndl, pen ldr tp 31g 5mm100ct 30/cs" to pndl, 5bv tvh tp 31g 5mm100ct 30/cs. Added expiration date and unique identifier (UDI) #.